Event description:
On (B)(6) 2012 the patient received surgical support to correct instability at the l3-l4 disc space. During the operation, the nvm5 system was used to monitor nerve function. Post-operatively, burns with blistering showed on the electrode positions at the left, medial and lateral aspects of both thighs, both calves.

Manufacturer narrative:
(B)(4). The dermal lesions were reported to have only occurred on the recording electrodes and that no intentional electrostimulation was provided by the device users. Initial treatment of the lesions was reportedly ineffective, necessitating extended treatment. Extensive scarring has been reported. No information is known regarding co-morbidity that may have contributed to the extended healing time. Exact course of treatment is not known. No photographs or other documents cataloging the extent of injury has been received. The neuromonitoring device was evaluated and determined to meet operational specifications. Electrode harness was not returned for evaluation, however, the facility reportedly used surface electrodes. The possibility of esu coupling has not been confirmed. The root cause of the event is not known.